Event description:
It was reported this right ventricular (rv) lead exhibited low intrinsic amplitude measurements. Technical services (ts) recommended to test and review this lead in office. At this time, there is no evidence to suggest that therapy was impacted or confirmation of lead damage. The physician decided to continue to monitor this patient. This lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that during the pulse generator replacement this lead was found to exhibit high pacing impedances with measurements of 3000 ohms, high pacing thresholds greater than 4v and loss of capture (loc). During the procedure a black spot was noticed on the device header located at the rv connection area. This lead was subsequently electronically deactivated, capped, replaced and will not be returned for analysis since it remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported this right ventricular (rv) lead exhibited low intrinsic amplitude measurements. Technical services (ts) recommended to test and review this lead in office. At this time, there is no evidence to suggest that therapy was impacted or confirmation of lead damage. The physician decided to continue to monitor this patient. This lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that during the pulse generator replacement this lead was found to exhibit high pacing impedances with measurements of 3000 ohms, high pacing thresholds greater than 4v and loss of capture (loc). During the procedure a black spot was noticed on the device header located at the rv connection area. This lead was subsequently capped, replaced and will not be returned for analysis since it remains implanted. No additional adverse patient effects were reported.